Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an under infusion occurred on a novum iq pump. While the patient was in the intensive care unit their systolic blood pressure dropped below 90 at 84/47mmhg. A 500ml bag of lactated ringers was ordered to infuse over thirty minutes. After 30 minutes, approximately 250ml remained in the bag. The doctor ordered the remainder of the solution to infuse using a different pump. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The machine underwent functional testing, by infusing 250ml at 500ml/hour. The device infused according to product specifications. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.